Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report hardware failure on (B)(6) 2014. At the time of the call, dexcom technical support advised the patient to reset the device.